Event description:
The distal tip of the bone probe device detached in the l2 pedicle while the physician attempted to create a pilot hole for placement of a pedicle screw. The detached distal tip was embedded in bone and unable to be retrieved. The procedure was completed using another of the same bone probe device.